Event description:
It was reported that device in back up vvi was observed via merlin.net transmission sent in by patient. The patient could not be scheduled for in clinic visit due to bad climate conditions. The transmission sent in by patient next day showed that false bvvi message was displayed. The patient condition was fine.